Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
Cmp (B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated. H6: component codes: mechanical (g04) - drill. Visual examination of the provided pictures identified the tip of the reamer has cracked. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.